Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the returned device was bloody. The dilator and introducer sheath were not returned. The tuohy-borst was loose. No other anomalies were identified. Functional/performance evaluation: an attempt was made to advance the filter through the storage tube. However, the pusher wire broke during the retraction of the filter. Therefore, the filter was manually removed from the distal end of the storage tube. Upon removal, the filter had all 6 arms and 6 legs present and intact. One arm on the filter was noted to be bent, which likely happened while removing the filter from the storage tube. The storage tube was examined under microscopic magnification (15x) and diagonal inner surface skiving was identified. The skiving is most likely due to the filter feet as it was being advanced through. No other anomalies were identified. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the filter was returned stuck in the storage tube. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval & desc - method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter became stuck inside the delivery sheath and could not be deployed. The filter and delivery system were exchanged for a new filter system that was deployed successfully. There was no reported patient injury.